Event description:
It was reported that an a-line was being removed from a pt in the ICU. A portion of the catheter broke off and was retained in the pt's artery. The pt was taken to surgery and had the piece removed. On (B)(6) 2011, follow up information states the clinician that was removing the catheter noticed upon removal that the catheter was actually shorter than usual and requested an x-ray to confirm if a piece broke off and remained in the vessel. A piece was shown to be retained in the pt and a vascular surgeon was called in to remove the piece that detached from the catheter. The surgery was successful and the piece was removed.

Manufacturer narrative:
(B)(4). Sample will not be returned - discarded.